Event description:
It was reported that needle 25x1-1/2 rb ns is damaged, but still operable. The following information was provided by the initial reporter: "it was reported that the product was damaged. Event description per attached email states: 35579 5469 ndl 25gx1.5 precisionglide 303018 n/a damaged 1 we were notified about some complaints from a customer stating the following components are not meeting the specs. Photos were received as a sample and the reported issues have been confirmed. We want to ensure that you are aware of the issues and that we do require a CAPA that addresses the particulate issue. Additionally, investigation is required for the remaining critical defect modes (missing component, dirty, damaged and hair).

Manufacturer narrative:
H.6. Investigation: no sample was received for investigation. 18 photos were provided. 17 of them show products that are not manufactured at this site. One photo shows a needle assembly with the plastic shield. The plastic shield has embedded degraded resin, which is not related to the symptom reported by the customer. Since no sample was received, the sample analysis could not be performed, and the condition reported by the customer could not be confirmed. Lot# unknown. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 25x1-1/2 rb ns is damaged, but still operable. The following information was provided by the initial reporter: it was reported that the product was damaged. Event description per attached email states: 35579 5469 ndl 25gx1.5 precisionglide 303018 n/a damaged 1. We were notified about some complaints from a customer stating the following components are not meeting the specs. Photos were received as a sample and the reported issues have been confirmed. We want to ensure that you are aware of the issues and that we do require a CAPA that addresses the particulate issue. Additionally, investigation is required for the remaining critical defect modes (missing component, dirty, damaged and hair).